Event description:
Received report that there were smoke coming out of the ventilator display. Customer reported that the ventilator continue to cycle on the pt. There was no harm or injury to the pt as a result of the event. The ventilator was alarming at the time of the event. Covidien inspected the device and replaced the power supply and the graphical user interface (gui) pcb. The ventilator passed all testing.